Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 ii assay an a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory and the physician requested an investigation of the sample. The sample was provided for investigation where it was tested for tsh, ft3, and ft4 ii on a cobas 8000 e 602 module on (B)(6) 2018. The sample was repeated on a centaur analyzer and an architect analyzer. This medwatch will apply to the ft3 assay. Please refer to the medwatches with the following patient identifiers for information related to the remaining assays: (B)(6) = tsh; (B)(6) = ft4 ii. No adverse events were alleged to have occurred with the patient. The customer's e 601 analyzer serial number is (B)(4). The e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. All values, generated with all types of analyzers, are within the normal reference ranges of the respective assays.